Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that atrial lead noise was observed. The noise was not reproducible but was visible on the patient's recorded atrial tachycardia and fibrillation episodes. Potential lead damage was suspected. Programming changes were made. The patient was to be monitored. The patient was asymptomatic.

Event description:
New information notes atrial lead noise with oversensing was observed in an atrial tachycardia/fibrillation detection episode prior to a procedure for a routine generator change. Attempts to program around the noise had been unsuccessful. The chronic atrial lead with noise was capped (B)(6)2021 and replaced. The patient was stable.

Event description:
A re-occurrence of noise on the atrial lead was received. The lead was being monitored. The patient was stable.

Event description:
New information notes oversensing was also observed a result of noise. As previously reported the lead was being monitored and the patient was stable.